Manufacturer narrative:
Correction: outcomes attribute to adverse events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the right ventricular lead integrity alert. The right ventricular (rv) lead integrity warning occurred on (B)(6) 2014 for sensing integrity counter (sic) greater than 30 in 3 days and 2 or more high rate non-sustained tachycardia episodes. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2016, the rv capture threshold rose to 2.125v and varied between 0.875v and 2.125v. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Beginning (B)(6) 2016, ventricular sensing integrity counts increased up to 219 with vt-ns episodes and evidence of lead noise and oversensing.

Event description:
It was further reported the physician attempted to reposition the lead but could not freely move the lead in the vascular system. The lead was cut and partially explanted. The remaining portion of the lead was capped and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to device alarming after a lead integrity alert (lia) was triggered. It was found the right ventricular (rv) lead experienced oversensing, noise and short v-v intervals on the near-field electrocardiogram (ECG). Interference was observed when the patient rotated their arm. A chest x-ray revealed the lead had dislodged from the original implant position. The lead was inactivated and later capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.